Event description:
It was reported that the patient's mother alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels as high as 28.8 mmol/l ketones as high as 5. The patient's blood glucose levels were controlled when a temporary basal rate of 200% was used. The infusion device's accessories were changed, but the patient continued to experience elevated blood glucose levels. While disconnected from the patient, the device was primed and insulin could be seen coming from the end of the infusion tubing. The patient was given insulin lantus injections to assist in lowering his blood glucose levels. The patient was reported to have felt fine while attempting to correct his blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.